Manufacturer narrative:
The flash drive, the catheter delivery system with the hub cut separately with tether wires intact, and a deployed sensor were received in the return. Visual inspection of the length of the catheter showed minimal kinking and the skive portion of the catheter showed no abnormalities. The visual inspection of the hub and tether wires identified a cut was made consistent with event description, no additional abnormalities identified. The visual inspection of the sensor showed no gross damage. The width of the sensor was found to be within specification, as was the returned catheter's outer diameter. The sheath, guidewire, and swan ganz catheter were not returned for the investigation. The event could not be reproduced and assessed for difficulty retracting due to the gross damage observed on catheter; consequently, the investigation was unable to determine the root cause of the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure the physician lost guidewire placement due to difficulty with patient anatomy. The physician decided to retract the wire and delivery system out of the body however while attempting to retract the sensor through the sheath it became damaged. The delivery catheter was cut and the sensor was safely removed. The implant was successfully completed using a new sensor.